Event description:
The issue was found during reprocessing following a diagnostic sputum aspiration test.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event description.

Event description:
The customer reported to olympus, the oes bronchofiberscope had leakage at the tip. Inspection and testing of the returned device found the forceps plug mouthpiece was scraped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the curved rubber, the bending angle was insufficient, spots were found on the image guide bundle, poor insulation was found at the tip, the curved rubber adhesive was missing, the forceps plug cap had been scraped off, the operation part was scratched, the eyepiece was scratched, the coating on the grip was lifted, the grip was scratched, the angle lever was scratched, the up/down plate was scratched, the universal cord was scratched, the universal cord was wrinkled, the scope connector side of the universal cord was scratched, and the light guide connector was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.